Event description:
It was reported that the patient underwent a surgery to replace this inflatable penile prosthesis (ipp) reservoir because it migrated. There were no patient complications reported.

Manufacturer narrative:
Date of event: estimated as first day of month of explant.

Event description:
It was reported that the patient underwent a surgery to replace this inflatable penile prosthesis (ipp) reservoir because it migrated and there were inflation problems because the pump tubing was kinked and it caused a fluid leak. There were no patient complications reported.

Manufacturer narrative:
B3: estimated as first day of month of explantb5: describe event or problem and h6: components codes have been updated.